Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the noise was reproduced. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. Rv insulation damage was suspected to be the cause of the event, but this was not confirmed.